Event description:
Heartmate 2 left ventricular assist device (lvad) presents with first time gastrointestinal bleeding event in the setting of international normalized ratio (inr) 2.6 and aspirin dose 325 mg daily. 2 units of transfused blood required. Endoscopic evaluation with esophagogastroduodenoscopy (egd) and colonoscopy failed to identify bleeding source. Patient was discharged without aspirin after this bleeding event.